Event description:
New information received notes the lead was capped and replaced on (B)(6) 2019.

Event description:
Additional information indicates that the patient was stable and experienced no complications following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed elevated left ventricular capture threshold, which led to loss of capture. Programming changes were made and the physician planned to revise the lead during an upcoming routine generator changeout. The patient was stable.